Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient reported abnormal transmitter behavior. Dexcom representative advised patient to clean the back of the transmitter which resolved the reported issue. No additional patient or event information is available.